Manufacturer narrative:
Siemens headquarters support center (hsc) has investigated the uninterruptible power supply unit (ups) fire at (B)(6) and can provide the following information: the ups was supplied by (B)(4) and was installed in the beginning of the year 2007. It is model oneac on900a-sn and is serial number (B)(4). The ups unit was not manufactured by dade-behring or siemens. The investigation indicates that proper maintenance was performed on the ups. Preventive maintenance for this bcs xp was schedule for july of 2016. The last preventive maintenance inspection was completed on schedule on 2016-07-25. During this inspection, the ups was vacuumed to remove any dust accumulation; minimal dust was noted during the last cleaning. No accumulation of dust was noted in the proximity of the ups. No fluid spills were seen prior and during the fire and the ups was physically located in a well ventilated area at room temperature prior to the fire. The ups was being properly used. The ups was providing power only to the bcs xp system analyzer and computer system. The ups was not providing power to the bcs xp printer nor was any other non-bcs xp system devices plugged into the ups. The ups was connected to a 120vac 15 amp power line input, as required by siemens specifications. The fire originated from the ups internal electronics. The hospital staff immediately responded to a ups alarm just prior to the fire, but it was too late to prevent the fire as smoke was already coming from the ups. The fire occurred around 7:00 pm on (B)(6) 2016 shutting down the laboratory. The laboratory returned to operation after the cleanup on (B)(6) 2016. During this time, samples were sent out, via taxi to the nearest hospital for processing. The ups was temporarily replaced with a ups supplied by the hospital and the siemens cse (customer service engineer) has ordered a replacement ups. The property damage caused by the fire was limited to the loss of the ups and its enclosure only. The cause of fire cannot be determined by siemens hsc. The non-siemens unit has not been returned to siemens. Hsc has requested the defective ups be saved for possible investigation at a later time by an undefined authority if requested. Service history and failure trending for this model ups cannot be determined as the part was acquired and distributed in (B)(6) only, prior to the siemens/dade-behring merger with no siemens material number (smn) established for this part. The siemens bcs xp instrument is performing within specifications. No further evaluation of the device is required.

Event description:
The account reported a fire started inside the uninterruptible power supply (ups) unit used for the bcs xp system. Laboratory staff used a fire extinguisher to stop the fire. The fire department and cleaning crew were called into the laboratory for clean-up. The fire extinguisher dust took down the bcs xp system computer as well as a non-siemens hematology analyzer in the lab. During lab down time, specimens were sent to an alternate hospital for testing. There was no report of injury to laboratory personnel due to the fire or use of the extinguisher. There was no report of adverse impact to patients due to the delay in testing.